Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements, such that the thresholds were greater than the programmed output. Rv loss of capture was observed on the right atrial automatic threshold test electrogram (egm). It was also noted that the right ventricular impedances were trending down during the same period; however, are still within normal range. Technical services were consulted and recommended further assessment of the lead. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: further information was provided from the field representative, which indicated that during the last follow-up check, reprogramming changes were made. This lead remains implanted and in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements, such that the thresholds were greater than the programmed output. Rv loss of capture was observed on the right atrial automatic threshold test electrogram (egm). It was also noted that the right ventricular impedances were trending down during the same period; however, are still within normal range. Technical services were consulted and recommended further assessment of the lead. This lead remains implanted and in service. No adverse patient effects were reported.